Manufacturer narrative:
A 13-month complaint history review for fsh calibrator lot jy33331 and bio-rad qc lots 40371, 40372, and 40373 from the date of 01jun2019 of through aware date 01jul2020 was performed for similar complaints. There were no other similar complaints identified during the search period. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01jun2019 to aware date 01jul2020. No other similar complaints were identified during the search period. The st aia-pack fsh analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The probable cause is attributed to the calibrator. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported elevated, out of range follicle-stimulating hormone (fsh) bio-rad quality control (qc) values on the aia-900 analyzer. Level 1 qc generated a result of 11 uiu/ml (normal range 4.6-8.6). Level 2 qc generated a result of 40 uiu/ml (normal range 12.7-23.5). And level 3 qc generated a value of 61 uiu/ml (normal range 25.6-47.6). Calibration performed resulted in low calibration rates. As a result, technical support sent the customer mac controls and a new lot of calibrator. The customer then performed an fse (field service engineer) calibration with the new lot calibrator which produced the following calibration 1 and 2 rates respectively: 0.2560, 0.2276, 0.2300 and 64.8, 62.9, 62.5. The customer noted calibration rates yielded much higher values than the previous calibration. Qc was then performed and remained within the published ranges. No further issues were observed. The aia-900 instrument continued operation. There was no report of patient intervention or adverse health consequences due to the event.